Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead 2013 (B)(6). (B)(4).

Event description:
It was reported that within a few days of implant, a patient alert triggered for the implantable cardioverter defibrillator (ICD) having high right ventricular (rv) pacing impedance and short interval counts (sic) since implant. There were also some episodes with noise. The ICD was turned off and medication administered until a surgical intervention. During the revision procedure, with a tug-test the rv lead came out of the ICD header. Also the setscrew fell into the field when backed out of the grommet seal. The setscrew was found and reintroduced through the grommet seal on the tip of the wrench. After the ICD setscrew was tightened the tug test was negative and no oversensing or impedance variations were observed. It was noted that the patient had received appropriate therapy between the original implant and the revision. The device is still in use. No patient complications have been reported as a result of this event.